Event description:
The pt reported a 13.2 mm micl 13.2 implantable collamer lens was implanted in his left eye (os) in 2007. The pt has been experiencing halos. The icl remains implanted. The facility reported at the pt's last post-op visit approx two months later, the bcva was 20/60.

Manufacturer narrative:
Eval results: other - a lens work order search was performed, and one similar complaint was found within the work order.